Event description:
In 2009, the patient's father reported the pt has been receiving e4 (occlusion) errors on his insulin infusion device during basal delivery since about two or three days. He said that as a result the pt has had elevated readings in the 300-400 mg/dl range with his normal blood glucose being 120 mg/dl. He had no symptoms. He stated the patient's most recent blood glucose was 280 mg/dl and he switched to his backup device and bolused 4 units of insulin to treat his reading. To troubleshoot, the father was instructed to insert a battery and new insulin cartridge into the primary device and attach an infusion set tubing. He was able to prime without error. The pt has changed his infusion set many times in the past 2 days due to the occlusion. He has used infusion sets out of 2 different boxes that had the same lot number and expiration date and has discarded any used infusion sets. Courtesy infusion sets with a different lot number were sent to the pt. On followup at about 10 days later, the patient's father stated the pt switched to the replacement infusion sets and has had no further issues. His blood glucose has returned to his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.